Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 377660, lot# v006142, implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type: lead. Product ID: 377660, lot# v006142, implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. (B)(4).

Event description:
It was reported that the patient's lead cracked and malfunctioned in 2011 and was replaced with a newer lead. Per manufacturer's device registry, three leads were replaced in 2011. No further information was reported. If additional information becomes available, a follow-up report will be submitted.